Event description:
It was reported that the system 8800 was displaying communication errors and filament 74% warm error at initialization. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was suggested that the cpu circuit board upgrade should be made. Customer elected to obtain parts from a third party and perform the upgrade using the in house bio med staff. The system was tested and found to be working as intended and placed back into service.